Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the physician's office after hearing tones from the implantable cardioverter defibrillator (ICD). Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture and an increase in pacing and shocking impedance measurements. Since the patient had not received shock therapy in almost seven years, the decision was made to program tachycardia therapy off in the device. It was noted that a few days prior to the office visit the patient had been seen by a chiropractor where it is believed a jarring treatment was received. It is believed that the fracture may have been caused by the chiropractic therapy. An x-ray was taken which did confirm a lead fracture. A revision procedure was performed less than five months later where the rv lead was cut and partially removed. During the lead revision, per the patient's request, the ICD was also electively explanted. A new system was not implanted at this time since the patient's ejection fraction had improved. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two segments with a portion of the lead body missing. Analysis confirmed the inner conductor coil was fractured at 24 cm from is-1 terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.